Event description:
Essure clean bill of health, little no complications prior. Had two children, no complications, vaginally had essure and the timeline of issues started. Extensive back pain (B)(6) 2017, started seeing chiropractor on a regular basis. Cyst (not present prior to (B)(6) 2016, removed (B)(6) 2017. Sharp /stabbing pelvic pain - went to dr got an ultrasound to check 2018. Sexual dysfunction, bleeding during sex among other things. Brain fog (B)(6) 2017 got on adderall. Depression / anxiety got on zoloft (B)(6) 2017. Other constant symptoms since (B)(6) 2017: severe bloating, numbness / tinging in my extremities, joint pain, dizziness, night sweats, unexplained bruising, nauseous, hip pain, and random bleeding in between periods. Ultrasounds for severe pelvic stabbing pains. Getting a hysterectomy (B)(6) to remove essure device, because of placement that is the only way to fully remove the device. (B)(4).